Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer reported via phone call high blood glucose, failed battery test, battery out limit alarm and blank display on the insulin pump. Customer's blood glucose level was 590 mg/dl. Customer treated their high blood glucose via manual injection. Troubleshooting for blank display was performed. Customer replaced the battery on the insulin pump. Customer advised they receive 4 to 5 battery out limit alarms per week. Customer was advised a replacement battery cap would be sent out and to revert to backup plan until the product arrived.